Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was returned for examination. After physical review of the part, complaint is confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device (lot/serial/batch) number, and no non-conformances / manufacturing irregularities were identified device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: november 2020. 3) any anomalies or deviations identified in DHR: no anomalies. 4) expiry date: none. 5) IFU reference: revision h .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking lever broke off when the instrument was knocked back. Instrument fractured into two or more parts. No adverse patient consequences, no part remaining in patient, no surgical delay. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes.